Manufacturer narrative:
B2 outcomes attrib to adv event updated. B3 date of event corrected from 23nov2022 to 28dec2022. B5 describe event or problem updated. B7 other relevant history updated. H6 patient code restenosis (e233701) has been added. H6 impact codes updated from medication required (f2303) to unexpected medical intervention (f23) and hospitalization or prolonged hospitalization has been added (f08).

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that the subject was diagnosed with unstable angina in (B)(6) 2022, not (B)(6) 2022, as previously reported. Prolonged hospitalization occurred and target vessel revascularization (tvr) was performed to treat the event. In (B)(6) 2023, twelve days later, the outcome of the event was considered to be recovered/resolved, and subject was discharged on aspirin ang clopidogrel.

Manufacturer narrative:
B3 date of event updated from 28dec2022 to (B)(6) 2020.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that the subject was diagnosed with unstable angina in (B)(6) 2022, not (B)(6) 2022, as previously reported. Prolonged hospitalization occurred and target vessel revascularization (tvr) was performed to treat the event. In (B)(6) 2023, twelve days later, the outcome of the event was considered to be recovered/resolved, and subject was discharged on aspirin ang clopidogrel. It was further reported that in (B)(6) 2020, the subject was diagnosed with unstable angina and hospitalized in (B)(6) 2022 for further treatment of the angina.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that the subject was diagnosed with unstable angina in (B)(6) 2022, not (B)(6) 2022, as previously reported. Prolonged hospitalization occurred and target vessel revascularization (tvr) was performed to treat the event. In (B)(6) 2023, twelve days later, the outcome of the event was considered to be recovered/resolved, and subject was discharged on aspirin ang clopidogrel. It was further reported that in (B)(6) 2020, the subject was diagnosed with unstable angina and hospitalized in (B)(6) 2022 for further treatment of the angina. It was further reported that in (B)(6) 2022, the subject was diagnosed with unstable angina, not (B)(6) 2020 as previously reported. It was further reported that in (B)(6) 2022, the subject presented with objective signs of ischemia. The next day, the subject was referred for coronary angiography which revealed 90% stenosis proximal to middle lad. The subject was diagnosed with unstable angina which led to prolongation of hospitalization and revascularization was recommended. Six days later, the 90% stenosis noted in proximal lad extending up to middle lad which had previously placed study device was treated with percutaneous coronary intervention (tvr). Post intervention, residual stenosis was 10%. Additionally, the event was treated medically.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/resolved, and subject was discharged on the same day.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Four days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that the subject was diagnosed with unstable angina in (B)(6) 2022, not (B)(6) 2022, as previously reported. Prolonged hospitalization occurred and target vessel revascularization (tvr) was performed to treat the event. In (B)(6) 2023, twelve days later, the outcome of the event was considered to be recovered/resolved, and subject was discharged on aspirin ang clopidogrel. It was further reported that in (B)(6) 2020, the subject was diagnosed with unstable angina and hospitalized in (B)(6) 2022 for further treatment of the angina. It was further reported that in (B)(6) 2022, the subject was diagnosed with unstable angina, not (B)(6) 2020 as previously reported.

Manufacturer narrative:
B3 date of event updated from 23jul2020 to 23jul2022. B5 describe event or problem updated.